Event description:
A report from the customer was received stating, "t-connector on the patient's IV cracked and the IV was leaking." The event occurred on 3200-s and IV access was a peripheral IV. There was no report of patient harm or medical intervention. No further patient/event details were provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.